Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage to the keypad. All of the keypad buttons had intermittent response on testing. The keypad cover was removed for investigation and revealed contamination around all of the key contacts. Unrelated to the complaint, review of the alarm history revealed several "low battery" warnings and three "replace battery" alarms. Review of the black box showed unacknowledged "replace cartridge" alarm. The time and date setting was 01/2007 throughout the black box. The pump was exercised for 24 hours with no alarms occurring. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.